Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse found waste line came loose from bulkhead inside of instrument. The fse reconnected tubing onto bulkhead and primed to verify draining properly. The fse cleaned the spill.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that creatinine reagent is leaking from back of synchron cx3 delta instrument onto floor, and was unable to locate the source of the leak. No patient results were generated in this event. No injury was reported on this issue.